Manufacturer narrative:
The skull clamp was rec'd and was in fair condition. The 80# torque knob tested in specification. The ratchet arm had no visible cracks. The rocker arm and piston passed the "go/no-go gage." The swivel lock had very little movement when locked. The starburst teeth showed wear, but were functional. When properly positioned, adjusted and locked, the reported condition could not be duplicated. The maintenance required by the clamp would not have contributed to the incident. The clamp was repaired and returned to the hospital. Based on the info provided and the evaluation of the returned device, we are unable to determine the root cause of the reported incident.

Event description:
The user facility reported that, the returned skull clamp was involved in an incident, resulting in a laceration to the pt. Add'l info has been requested from the user facility, but to date no response has been rec'd.